Manufacturer narrative:
This is a reusable device, therefore, there is no expiration date. Event revealed by the investigation of gauge reading inaccurately. A visual examination revealed that there was no physical damage to the device, but the gauge was reading off the zero mark upon receipt therefore reading inaccurately. Unit was hooked up to test gauge and inflated to 20 psi. The test was repeated 5 times with same result. The gauge was reset zero (the correct band) and retested. The unit worked fine and was reading accurately. The unit was returned with the needle reading off the 0psi mark, which may have been due to shipment; however, there is not enough information to determine what may have caused this issue as no other damage was noted to the device. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an achalasia dilation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during the procedure the device would not inflate to 20psi, only to 12psi. It was confirmed that the gauge was reading accurately and there was no physical or functional issue with the inflation device. Since the device did not reach the maximum pressure of 20psi it was thought there was an inflation issue; however, the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed gauge needle to be reading inaccurately upon receipt, therefore this event has been deemed an MDR reportable event.